Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, broken shell, underweight non penetrating nicks. A microscopic analysis was performed which one crease sharp in the posterior side and also have stress marks. Based on the device analysis the final assessment is: a crease sharp in the posterior side assessed as fold flaw opening. Additional, changed, and/or corrected data: a4, b5, d9, h3, h6.

Event description:
Healthcare professional reported left side removal is noted as ¿broken implant." Healthcare professional later reported "rupture". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "broken implant".

Event description:
Healthcare professional reported left side removal is noted as ¿broken implant." Device has been explanted.